Event description:
It was reported that on the second inflation at 12 atm. During a pulmonary arterial dilatation. After the catheter had been repositioned inside the vessel, the catheter balloon inflated with an hour-glass effect. The procedure had been completed when the event occurred. No pt injury or complications reported.